Manufacturer narrative:
Investigation summary it was reported that a 26-year-old, male patient (175 lb) underwent idiopathic ventricular tachycardia (rvot idiopathic pvc) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure and after the ablation of the right ventricular outflow tract (rvot), the patient¿s blood pressure dropped. The cardiac tamponade was confirmed by ultrasound. It was reported that the medical intervention provided was a pericardiocentesis and (B)(4) cc of fluid was removed. The patient was hospitalized for one additional day and had fully recovered and had no pvc¿s 24 hours post-procedure. The physician¿s opinion on the cause of the event was perforation during ablation. There was no report of product malfunction. The device was visually inspected, and it was found in good condition. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting correctly. Then, the catheter was connected to the cool flow pump and no alarms observed. However, during the patency test, the catheter did not irrigate from the top of the dome. Further investigation revealed foreign material occluding part of the dome. A fourier transform infrared spectroscopy test (ftir) was performed, and the results showed foreign material which was primarily composed of a biological-based material, presumably human tissue or fluid. A manufacturing record evaluation was performed for the finished device number 30273570m, and no internal actions related to the reported complaint was found during the review. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the occlusion in dome cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Additional information was received on january 24, 2020. It was reported that a 26-year-old, male patient (175 lb) underwent idiopathic ventricular tachycardia (rvot idiopathic pvc) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure and after the ablation of the right ventricular outflow tract (rvot), the patient¿s blood pressure dropped. The cardiac tamponade was confirmed by ultrasound. It was reported that the medical intervention provided was a pericardiocentesis and 500 cc of fluid was removed. The patient was hospitalized for one additional day and had fully recovered and had no pvc¿s 24 hours post-procedure. The physician¿s opinion on the cause of the event was perforation during ablation. There was no report of product malfunction. This was a second attempt of treatment. Transseptal was not performed. There was no evidence of a steam pop. The irrigation was per thermocool® smart touch® sf bi-directional navigation catheter protocol (15 ml/min). There were no error messages observed on any biosense webster, inc. Equipment. Graph, dashboard, vector, visitag were used for force monitoring. Visitag stability settings were 5 mm/3 sec, force over time (fot) 25% 5 grams. There was no additional filters and no coloring options used. Also, on january 24, 2020, the biosense webster, inc. Product analysis lab received the device evaluation and it was noted upon initial visual inspection there was no visual damage or anomalies observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4).

Manufacturer narrative:
(B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference # (B)(4).

Event description:
It was reported that a patient underwent idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During procedure the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by ultrasound. Pericardiocentesis was performed to remove 500 cc of fluid from the pericardial space. The patient was reported to be in stable condition. There¿s no information regarding extended hospitalization or physician causality opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.